Manufacturer narrative:
The reported complaint of a user advisory (ua) 18 (max take-up revolution exceeded) message with the autopulse platform (sn (B)(4)) was not reproduced during functional testing, but was confirmed during archive review. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to error message ua 18. The platform is working as intended for use. No part replacement was required. Platform was cycled for more than 10 times and no fault errors were observed. Multiple ua 18 messages were observed in the archive, on the reported event date. User advisory error messages are designed into the platform when one of several conditions is detected. The platform will display ua 18 when there is no load change detected at the load plate, possibly due to no patient present or patient too small. This condition is typically correctable by the operator. The autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories and faults. If they are unable to clear the indicators, the customer is instructed to call zoll. The autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying error message user advisory 18 (max take-up revolutions exceeded). The reporter stated that they were not able to clear the ua 18 error message by extending the lifeband or recycle the power of the platform. No patient involvement was reported.